Manufacturer narrative:
The baxter technician found the siderail control needed to be replaced. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 25, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail user key board to resolve the reported event. Based on this information, no further action is required.

Event description:
On 28-jan-2026, a company representative - service personnel contacted technical service to report that advanta 2 frame (product code p1190a000037, serial number (B)(6)), had head of the bed moving by itself. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.